Event description:
Customer ran a sample and entered demographic data, when barcode scanning the accession number, the screen jumped back to the main screen. The customer assumed the sample had not been run. The customer saw the results had been reported on the hospital it network. Customer noted that the results had been matched to the previous patient's demographic details. No injury to patient was reported.

Manufacturer narrative:
If customers press 'patient list' on the demographics screen the system will pre-select the previous patient. They can either press the 'back' button which will ignore this and go back to the original screen or they can press the green 'continue' button which will then overwrite the original data with the previous patient data. The user may press the 'continue' button and inadvertently overwrite the data by mistake. This 'patient list' button can be disabled in setup which stops this from happening and removes the option from the demographics screen. System is functioning as expected.